Event description:
It was reported there was air in the device. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 27mm watchman laa closure device & delivery system (wds) were used. The device was successfully deployed with release criteria met. Subsequently after release, imaging was performed from the sheath and device placement condition was checked. Transesophageal echocardiogram (tee) confirmed air was trapped in the device and left appendage wall. A pigtail catheter was inserted inside the access sheath and aspiration was attempted to be performed near the air without success. The pigtail catheter was then removed and brought near the air and aspiration was successfully performed. Additionally, blood was extracted, some of which was returned inside the body. The echocardiogram doctor confirmed no further presence of air and the procedure was completed.